Event description:
It was reported in a journal article that four patients experienced stiffness and at a mean of 3 months, underwent an arthroscopic arthrolysis. Cuff healing was confirmed in all cases and all patient¿s remained satisfied. No further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). The reported event was identified during review of a journal article (B)(6). All-arthroscopic supraspinatus and infraspinatus muscle advancement leads to high healing rate and excellent outcomes in patients with massive, retracted rotator cuff tears, even in patients with pseudoparalysis (2024) arthroscopy, volume 40, issue 12, 2801 - 2811. Https://doi.org/10.1016/j.arthro.2024.03.041.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h1; h2; h3; h6. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. It is unknown what patient the pictures in the ja correlate to. Medical records were not provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.